Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a farawave nav catheter was selected for use. However, when the nurse took the farawave nav catheter to open it, she noticed small and black particles within the sterile packaging. To resolve the issue the device was replaced and the issue resolved. The procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that during preparation for a procedure a farawave nav catheter was selected for use. However, when the nurse took the farawave nav catheter to open it, she noticed small and black particles within the sterile packaging. To resolve the issue the device was replaced and the issue resolved. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Media was reviewed and the reported foreign material in sterile packaging allegation is confirmed. The most probable cause of the foreign material was wiring fragments, the location of the wire fragments likely prevented detection during assembly. The device has not been returned to bsc for analysis at this time.